Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx xience prime stent delivery system (sds) noted blood on the shaft, stent implant, and balloon and in the guide wire lumen consistent with insertion into the patient anatomy. There was crystallized contrast in the inflation lumen. The stent implant was stationary on the balloon between the markers of the tightly folded balloon with no damage noted to the stent implant. The hypotube was separated 20.5 centimeters (cm) distal to the strain relief tubing and the fracture faces were oval. The hypotube jacket was stretched and separated at the same location. There were kinks in the hypotube 2 cm proximal to the separation and 1.3 cm distal to the separation. There were scratches on the hypotube jacket 1 cm, 1.1 cm, and 1.2 cm distal to the separation and chatter marks visible on the hypotube jacket 2.2 cm distal to the separation for a length. There were multiple bends and kinks throughout the entire length of the hypotube. There was no other damage noted to the sds. The kinks and bends were not reported however, it is possible that the shaft may have kinked during the procedure and subsequently led to the reported shaft separation. Additionally, the bends may have also resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. The chatter marks most likely resulted from interaction with all of the guide wires in position during the procedure. Hypotube (proximal shaft) detachments are often the result of ductile overload (material stress/fatigue). Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. The anatomical conditions were reported to be a narrow left anterior descending (lad) bifurcation with a few guide wires positioned. During advancement through the narrow vessel the physician applied force and the shaft broke. It should be noted that the xience prime instructions for use (IFU) states that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. In this case, it appears that the application of force contributed to the reported hypotube shaft separation. The shaft detachment, foreign body removal and additional therapy/ non-surgical treatment appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency. A review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database was performed and no other incidents have been reported for shaft separation for this lot. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. Additionally, all stent delivery systems are visually inspected for kinks and damage.

Event description:
It was reported that during a procedure of the narrow left anterior descending artery and diagonal bifurcation, a few guide wires were positioned. The xience prime stent delivery system (sds) was being advanced through the narrow vessel and when force was applied the sds shaft broke. The sds was retrieved using forceps and was recovered successfully. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. A different device was used to complete the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.